Event description:
It was reported that a patient arrythmia occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician performed the transseptal crossing and introduced the pigtail catheter into the upper pulmonary vein. The patient had an arrythmia which required cardiopulmonary resuscitation before the patient was shocked back into a normal sinus rhythm. The procedure was continued and successfully competed with the closure device implanted in the laa of the patient. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery.